Manufacturer narrative:
The technician found the casters were worn. He replaced the four casters to repair the stretcher.

Event description:
Information received indicates the casters continue to swivel when brakes are locked.